Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6006432 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6006432 was manufactured according to the work instruction (wi) version 112 in the line inset 3 on 08/apr/2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing. The lot 4c04313 was manufactured according to the form-4905294 version 62 and manufactured in the machine sc03, on 05-apr-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6006432 in question was manufactured at the reynosa site. DHR review: the lot 6006432 was manufactured according to the work instruction (wi) version 112 manufactured in the line inset 3, on 08/apr/2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing. The lot 4c04313 was manufactured according to the form version 62 and manufactured in the machine sc03, on 05-apr-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set detachment event on 24-oct-2025. The site of detachment was tubing connector. The infusion set was in use for 7 hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.